Manufacturer narrative:
This report is being filed on an international product, list number 08p32-74 that has a similar product distributed in the us, list number 8p32-21 / -31. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any associated potential non-conformances, non-conformances, or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any trends regarding commonalities for complaint lot and customer reported issue. The overall performance of the alinity I ca 19-9xr was reviewed using field data from customers with lot 58871fp00, which was manufactured with the same conjugate and microparticle lots as lot 58873fp00. A review of field data for the overall performance of lot 58871fp00 indicated the patient median results are within the established limits and did not identify any unusual reagent lot performance. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I ca 19-9xr reagent lot 58873fp00.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result for one patient while running on the alinity I processing module. The customer was unable to provide the patient¿s medical history. It is not known if the patient has been diagnosed with pancreatic cancer. The following results were provided: initial ca 19-9 result = 128.78 u/ml; repeat result = 31.06 u/ml (reference range = < 37 u/ml. The customer provided verification data for troubleshooting purposes only and not for patient management. The customer is questioning the large difference in ca 19-9 results generated off the instrument at different time intervals. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result for one patient while running on the alinity I processing module. The customer was unable to provide the patient¿s medical history. It is not known if the patient has been diagnosed with pancreatic cancer. The following results were provided: initial ca 19-9 result = 128.78 u/ml; repeat result = 31.06 u/ml (reference range = < 37 u/ml the customer provided verification data for troubleshooting purposes only and not for patient management. The customer is questioning the large difference in ca 19-9 results generated off the instrument at different time intervals. There was no impact to patient management reported.